Event description:
It was reported that the patient fell onto her couch, although was not hurt, following the fall, the patient reported she felt no stimulation sensation. She was able to turn the device on and off, but felt no changes. Additional information received reported that the patient met with their healthcare provider and a company representative regarding the issue. The patient underwent a surgical procedure and reprogramming to address the issue which resulted in resolution of the event. Refer to manufacturer report # 3004209178-2009-05992.